Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) due to error code 23062. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported error. The unit was tested on an in-house system with no triggered errors. The unit also was tested on the test platform and failed the carriage strength test on degrees of freedom (dof) 9 axis 8. The carriage friction low and high also failed on dof 9 axis 8. The encoder linearization also failed with error 23065.

Event description:
It was reported that during a da vinci-assisted hysterectomy-benign surgical procedure, the customer encountered error 23062 on universal surgical manipulator (usm) 1. An intuitive surgical, inc. (Isi) technical support engineer (tse) helped the customer power-cycle the system, however the issue persisted. Tse reviewed the logs and confirmed error 23062 on usm1. The tse helped the customer disable usm1. The procedure was completed as planned with no injury to the patient.